Event description:
Ous MDR. Pt had syncopes. The lead was revised and remained implanted.

Manufacturer narrative:
Ous MDR. The lead was not returned to biotronik for an analysis since it continues to be functioning. Thus, the no technical analysis of the lead could be performed at biotronik. The manufacturing and final inspection documentation of the lead complained about was reviewed, and no deviations from the specification were discovered. No deviations in the manufacturing, and final inspection documentation were detected that could have any relevance to the syncopes mentioned in the complaint. There are no indications of a lead defect.